Event description:
According to the initial report received via email on 07-june-2021 the publication by hanna n, carmona a, crespo h, cubeddu rj. Titled mechanical tricuspid balloon ¿valvuloplasty¿ in a prohibitive risk patient with cardiogenic shock: a case report. European heart journal ¿ case reports. 2020;4:1-4. Reports a patient with multiple comorbidities, including endocarditis, previous mechanical avr, and tricuspid repair. On-x implantation in the tricuspid position had an immobile leaflet that was successfully released by balloon ¿valvuloplasty.¿ the reason for the immobile on-x leaflet was unknown, but patient condition ruled out re-operation. After unsuccessful attempts to mechanically force the leaflet open, balloon ¿valvuloplasty¿ (inflated gradually to 8 atm) released the stuck leaflet. On-x valve in the tricuspid position appears to have had structural dysfunction (immobile leaflet, no evidence of leaflet thrombosis) that was released by balloon ¿valvuloplasty,¿ but patient died 5 days postop of multisystem organ failure. Case study of on-x valve in the tricuspid position (an off label application).

Event description:
According to the initial report received via email on 07-june-2021 the publication by hanna n, carmona a, crespo h, cubeddu rj. Titled mechanical tricuspid balloon ¿valvuloplasty¿ in a prohibitive risk patient with cardiogenic shock: a case report. European heart journal ¿ case reports. 2020;4:1-4. Reports a patient with multiple comorbidities, including endocarditis, previous mechanical avr, and tricuspid repair. On-x implantation in the tricuspid position had an immobile leaflet that was successfully released by balloon ¿valvuloplasty.¿ the reason for the immobile on-x leaflet was unknown, but patient condition ruled out re-operation. After unsuccessful attempts to mechanically force the leaflet open, balloon ¿valvuloplasty¿ (inflated gradually to 8 atm) released the stuck leaflet. On-x valve in the tricuspid position appears to have had structural dysfunction (immobile leaflet, no evidence of leaflet thrombosis) that was released by balloon ¿valvuloplasty,¿ but patient died 5 days postop of multisystem organ failure. Case study of on-x valve in the tricuspid position (an off label application). Attempts to obtain additional information have gone unmet.